Event description:
Related manufacturer report number: 2938836-2017-32576. During follow-up, false ams was noted due to lead noise on the rv and ra channel. The physician believes the noise was due to an external source and no action was taken. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-32576. During follow-up, false ams was noted due to lead noise on the rv and ra channel. Technical support suggests provocative testing. The patient was in stable condition. Further information was requested but not received.